Manufacturer narrative:
One used partial device was received and evaluated. During testing, a leak was noted at the proximal air vent of the filter of the tubing set. Hospira has completed a formal investigation to address the issue of leaks at the air vent of the filters. The probable cause of the leak at the air vent could have been related to the combination of low surface tension of the solution infused through the air eliminating filter and peaks of high pressure. A contributing factor could be due to the solvent application method of the semi-rigid adapter to the filter port of the filter. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. It was reported that the tubing set was primed with an unspecified volume of normal saline. It was reported the tubing set was being used to deliver normosang 250 mg/100 ml, at a rate of 150 ml/hr, via an unspecified route. No specific details were provided. It was reported that ten minutes after the delivery was started, it was noted that about 30 ml of solution leaked from the air vent on the back of the filter. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention were required. No add'l info was provided.